Event description:
Implant date 2008. A new pacemaker/defiber - on the same day, they also implanted a lead. It's too big. It bulges and is protruding. I have a lot of discomfort. I'm going to facility for another surgery, because they are afraid the wires will come through my chest. The doctor is going to make the hole in my chest bigger, so it won't come through. I have 3 lead implants: 1995- name gaigant (model #4269). Lead implanted 2008, model# 694765. Lead implanted 2008, model #5071-53. (Mitral valve open heart surgery, by pass ablation- model # 310c31. Size /dimensions 31mm) received in 2008. They don't want the wires to come through my chest. They said I could get infection.